Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 589 mg/dl. Customer reported that they had replaced the sensor due to lost connection and customer was bleeding. The patient also reported that issue was also with reservoir with leakage or no insulin going through which was causing him to replace the reservoir. The customer declined troubleshoot for high blood glucose level. The customer was treated with a bolus. The product will not be returned for analysis.